Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), long prolapsed leaflets and balow's valve with ion billowy leaflets for a mitraclip procedure. During the procedure, mitraclip xt was placed on the anterior and posterior leaflet 3 (a3p3). At the time of deployment, the clip did not separate smoothly and the cant was observed. It was also observed that a steerable guide catheter (sgc) was not coaxial to the clip. Stabilizer was retracted and once the sgc was co-axial, clip was deployed and was not stable. Anterior and posterior leaflet remained in the clip but there was a partial movement of the clip from the posterior leaflet. Mitraclip xtw was implanted to stabilize the mitraclip xt. All steps were performed as per IFU. Imaging was difficult. The final mr was grade 1-2+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that mitraclip xtw had single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Mr was grade 4+ after slda.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.